Event description:
Pt with severe parkinson's disease and severe spasticity had a baclofen pump placed in 1999 with good initial results. The pt was seen as an outpatient for a pump refill and it was noted that all of the previously placed medication was still in the device indicating a malfunction, and the pt apparently did not receive the prescribed medication. In 2000 the pt was taken to operating room and it was found that the intraspinal catheter was being kinked and strangulated at the level of the elbow connector causing complete occlusion of the catheter. A catheter revision was carried out using an integrated catheter and a straight connector in an attempt to prevent any further kinking and subsequent occlusion.